Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) would not power up. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) is currently underway. As received, the battery charger would not power on. Upon service investigation, there was an md5 failure during reprogramming of the charger, which is a flash memory failure. The cause of the charger not powering on was isolated to (B)(4) computer/analog board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analog. No adverse event resulted from the defective battery charger/modem. The last pt to use this charger/modem belt did not report any deficiencies.